Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post motor vehicle accident with subsequent pelvic fracture was scheduled for inferior vena cava (ivc) filter placement. The filter was successfully placed at l2. There were no complications and the patient was in stable condition at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilt, perforation of the ivc, and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted

Event description:
It was reported that sometime post filter deployment (date not provided), an unsuccessful attempt was made to retrieve a tilted filter. Approximately one year post filter deployment, a CT scan performed demonstrated two filter limbs perforating the ivc wall. No other reported attempts were made to retrieve the filter. The patient status at this time is unknown. New information received: the patient alleges to experience stomach and chest pain attributed to the filter.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, the patient experienced abdominal pain, one chest and two view abdomen radiographs was performed which showed inferior vena cava filter projecting over l3-l4 level. After one month, through the right internal jugular vein approach, wire was guided down to through the right atrium of the heart and then down through the inferior vena cava. The filter was oriented with the hook, tilted to the left side of the inferior vena cava. The filter again was noted to be angled, such that the clip was oriented posteriorly and to the left side of the vena cava, with the hook up against the left wall. Then they introduced the retrieval snare, now were able to guide the snare over to the area of the hook, however, since it was located on the left side, were not able to get a good angle to snare the inferior vena cava filter retrieval hook. They attempted several runs of this. This included removing the snare catheter and angling the catheter slightly to provide an angle to the end tip of the catheter, once reinserted into the inferior vena cava. They tried several orientations with the c-arm. Then were able to engage the snare wire against the hook, however, it was not able to adequately engage the hook enough to snare the filter. This was secondary to the orientation of the filter and hook itself. Despite several attempts and wire manipulation and snare manipulation, they were still unable to get the snare to engage the hook. Once they had exhausted all options with the equipment at hand, they elected to terminate the procedure. The snare and catheter were removed under fluoroscopic visualization. The filter remains in its original place, it had not been moved. The patient was allowed to awaken from anesthesia and was transferred to recovery in good condition. After one-month, computed tomography of abdomen and pelvis with contrast was performed which showed a filter was in the infra renal inferior vena cava. After two months, computed tomography of abdomen and pelvis with and without contrast was performed which showed a few 2mm calculi are identified in the left kidney along with the vena cava filter. After four months, the patient experienced left-sided abdominal pain, computed tomography of abdomen and pelvis without contrast was performed which showed an inferior vena cava filter. After one-month, computed tomography angiogram of abdomen and pelvis was performed which showed there was presence of an inferior vena cava filter, the proximal tip of which was at approximately the l2-l3 disc space with the prongs of the filter extending to the l3-l4 disc space. At least two of the prongs of the filter appear to extend outside the inferior vena caval wall. After two weeks, patient was seen for follow-up for palpitations and discussed the study of computed tomography scan performed, studies showed that patient had several tines of the inferior vena cava filter protruding through the wall of the inferior vena cava, making retrieval a difficult proposition. After four months, the patient experienced left upper quadrant abdominal pain, computed tomography of abdomen and pelvis without intravenous contrast was performed which showed an infra renal inferior vena cava filter. After four years and three months, the patient experienced pain. After two months, x-ray of chest two views was performed which showed the lungs are free of consolidations. A linear metallic density projects over the anterior aspect of the right lower lobe likely a limb from the patient's inferior vena caval filter. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter migration, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b6,b7,g3. H11: g1,h6(device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately one year post filter deployment, a computed tomography scan performed demonstrated two filter limbs perforating the inferior vena cava wall. At some time post filter deployment, it was alleged that tilted and embedded in wall of the inferior vena cava. The device was not removed after an attempted but unsuccessful percutaneous removal procedure .the patient had experienced stomach pain and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter tilt, limb perforation, and an unsuccessful retrieval attempt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post filter deployment (date not provided), an unsuccessful attempt was made to retrieve a tilted filter. Approximately one year post filter deployment, a CT scan performed demonstrated two filter limbs perforating the ivc wall. No other reported attempts were made to retrieve the filter. The patient status at this time is unknown.